Event description:
It was reported that the ventilator had no flow without an audible alarm while connected to a patient. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. The event trace did not contain any unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The event trace indicates that the ventilator was not in use on the reported event date and time of (B)(6) 2015 at 05:00 pm. The ventilator was last powered down by the customer on (B)(6) 2015 which was two days prior to the reported event date.